Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling unwell and had a headache. The patient went to the hospital, and when a fingerstick was taken the cgm reading was 60 mg/dl, and the blood glucose reading was 666 mg/dl. The patient was treated with insulin per injection. The patient was discharged after 4 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.